Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the damaged x-stage cover was replaced, and the system was re-homed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system would not dock or move the gantry forward properly. It was reported that the imaging system intermittently had difficulty with docking. The gantry would move close to the docking position, then before it finished it would stop moving and make a clicking noise. Additionally, when the gantry was extended, it would move forward a little, then stop moving. To move the gantry again, it was required that the button be released, then re-pressed. The x-stage cover was damaged due to the system having lost the homed position, causing the system to dock improperly. There was no patient present at the time this issue was observed.